Manufacturer narrative:
The reported event was not duplicated and no failures were confirmed. The device was scrapped by the manufacturer.

Event description:
It was reported by the user facility that the device was overheating. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported by the user facility that the device was overheating. The user facility was not able to provide any further information regarding the reported event.